Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. During the procedure, the device would not drive the handpiece. Upon investigation, it was determined the nipple to the pneumatic switch assembly was broken off, preventing the connection of the air tube to the device. It was not reported how the case was completed but there were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The nipple to the pneumatic switch assembly was broken off, preventing he connection of the air tube connection to the motor drive unit.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2012. (B)(4) broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.